Event description:
On the (B)(6) 2020 the user was not responding to sound. Previously the user had a good auditory benefit with the device. There has been no reported trauma or accident. However, the recipient is an active child who often falls when running, according to previous complaints. There was no redness or swelling around the implant site and there have been no changes to the user's health or medication. The user was re-implanted on (B)(6) 2020.